Event description:
Vygon 28g PICC line (baruim coated) leaking at butterfly connection following a dressing change. When the line was gently repositioned beads of tpn were seen dripping from the tip of the butterfly, where it connects to the line. Line required removal, during the line removal the line broke, leaving an approximate 1.5cm portion of the line inside the baby. Follow up xray showed a portion of the line in antecubital region of the baby's left arm. Retained portion of the line planned to be removed in next surgery.

Manufacturer narrative:
There were two (2) occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2022-00097. The results of this investigation are still pending,and will be communicated to FDA within 30 days of its conclusion.